Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer received assistance from paramedics and was treated with an insulin shot to address bg. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.